Event description:
Complainant alleged that the clinicians were preparing the operating room for an open heart surgery case (patient age and gender unknown) when they found that the internal handles would not discharge during a two joule defibrillation test they were conducting.